Manufacturer narrative:
The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was not able to detect the power source supplied. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. Performance testing confirmed the device failure to detect the power source. The investigation determined that the device failure to recognize the correct power source was due to an isolated component failure in the main printed circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was not able to detect the power source supplied. There was no patient injury reported as a result of this incident.